Event description:
Customer reported that when nuclear med staff is disconnecting male luers from the valve, it is spraying fluid. Customer also stated that when staff attaches the prefilled saline flush syringe to the flush line after isotope is given the valve feels stiff making it difficult to insert the male luer of the syringe and that when they push the plunger it squirts all over. There was no report of pt harm and no medical intervention was required. No add'l event or pt info is available at this time.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A f/u report will be submitted with failure investigation results should the device be rec'd for eval.